Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valve, pn c28717 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported intermittent high ise (ion-selective electrode) patient results were generated on cell 1 of the au5800 system. There was no change in patient treatment in association with this event. Quality control (qc) was within established range before the event.